Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.